Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the result of investigation the most probable cause of distal end has corrosion which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the colonovideoscope distal end has corrosion. There was no patient involvement.